Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. No additional patient or event information was available. Reportedly, the customer stopped using the continuous glucose monitor (cgm) feature of the pump. The customer declined troubleshooting assistance from tandem technical support.